Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information eye irritation; kidney disease/toxicity; cancer. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information eye irritation; kidney disease/toxicity; cancer. There was report of serious or permanent harm or injury. The device was returned to the third-party service centre. The customer complaint was not reproduced. There was no error has been identified. No findings were observed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.